Manufacturer narrative:
Hotline recommended the use of personal protective equipment before troubleshooting and requested the customer to open the reagent carousel and clean the spill. Service was not requested. Issue was addressed via phone. The customer will run qc and inspect for reagent b leak and ensure the 2 lines are still attached. The customer will load new reagents and calibrate and run controls. If issues are noted the customer will contacted bci and report the event. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the reagent probe b collar wash came of which caused the reagent carousel compartment to flood. No injury or exposure was reported.